Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported a false positive result with ID now covid-19 on (B)(6) 2022. The customer received a positive result on ID now covid-19, and a negative result on a pcr test. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with ID now covid-19 on (B)(6) 2022. The customer received a positive result on ID now covid-19, and a negative result on a pcr test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.